Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery. The day before the insulin pump alarmed no delivery three times. The customer changed the infusion set three times and the cannulas were not bent. While troubleshooting, insulin did not exit properly. Customer's blood glucose level was 75 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.